Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that beginning on (B)(6) 2013, he experienced an allergic reaction to the adhesive patch. The contacted a dermatologist and the physician recommended cortisone cream. At the time of the call to dexcom technical support, the patient reported the skin being red and irritated.